Event description:
Boston scientific crm received information that during a normal device change out procedure, difficulty was experienced loosening the ventricular set screws. Numerous attempts to remove the lead were unsuccessful. The lead was cut and a new device was successfully implanted. No adverse patient effects were reported. Subsequently, this device was explanted electively, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the ventricular capture washers were bent, likely due to an incorrect or broken torque wrench. All setscrews moved freely. An is-1 lead was inserted into the right ventricular post, and with no issues were observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.